Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to the employee lacking the necessary permissions to dispense medication. A technical support specialist verified that adjustments to the permissions are required to enable the issuance of the medication. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank, the user encountered difficulties in dispensing ondansetron 4mg. The customer stated that they needed permission to be adjusted in order to be able to issue the medication. There were no adverse events or injuries reported based on this incident.